Event description:
It was reported that there was high left ventricular (lv) threshold. The lead was explanted and replaced. It was also reported that due to the high lv threshold there was high lv output and premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion found. (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage; full lead returned and analyzed.